Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastrectomy, a piece of the active waveguide disengaged while the scrub tech was cleaning excess tissue from the jaws. There was no patient involvement with the disengagement, as the piece disengaged on the mayo stand.